Event description:
It was reported that, "since the first revision, the pt has had multiple injections for excruciating pain. There was very loud popping noises every time the hip went in and out of place. Dr. Revised the hip once again on (B)(6), 2011 because the hip was positioning in and out. A quart sized amount of scar tissue had to be removed. She is now in a brace to keep her hip in place and a walker to help her walk."

Manufacturer narrative:
If add'l info becomes available then it will be submitted in a supplemental report.